Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their top aligner are cutting into their gum and are extremely uncomfortable and painful. Provided warm water and fit tips, sent file and requested additional information and update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.